Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitted this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the report event. The medical records provided do not include information beyond the excision date of (B)(6) 2006. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the medical records indicate that the mesh remains implanted. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2004, was reported to the FDA in accordance with (B)(4).

Event description:
The initial attorney report alleged pain due to defective mesh. Attorney reported: on (B)(6) 2004 - patient underwent an incisional hernia repair procedure with implant of a ck mesh patch. On (B)(6) 2005 - patient diagnosed with recurrent hernia. On (B)(6) 2006 - patient underwent surgery for repair of a recurrent hernia with explant of the previously implanted ck mesh patch and placement of a new one. The patient is reported to have suffered and will continue to suffer physical pain. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent excision of composix kugel mesh and recurrent hernia repair with composix kugel mesh.